Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 3ml luer-lok¿ syringe stopper was defective. This was discovered during use. The following information was provided by the initial reporter: defective stopper: as the medicine was aspirated, the stopper "shifted" and became bent.

Manufacturer narrative:
Investigation: DHR, quality notification and maintenance analysis were performed and the sap (B)(4) occurrence potentially related to the occurrence was observed. The sample sent by the customer was verified and it was possible to observe stopper with assembly failure. The probable cause for the occurrence is related to failure at stopper assembly station.

Event description:
It was reported that bd plastipak¿ 3ml luer-lok¿ syringe stopper was defective. This was discovered during use. The following information was provided by the initial reporter: defective stopper: as the medicine was aspirated, the stopper "shifted" and became bent.